Event description:
It was reported that the end user stepped on the shoe cover and fell. The extent of any injuries is not known but she was off work for a week.

Manufacturer narrative:
It was reported that an employee was at lunch in the breakroom of the operating room and fell when she stepped on the shoe cover. The facility indicated the shoe cover was too big. The employee was evaluated in the ER and was off work for one week. The extent of injuries is not known. The actual sample was not returned. Samples from the same reported lot were returned and evaluated. Measurements of the shoe cover were within specification and the issue could not be confirmed. It is not known of the end user was wearing the correct sized shoe cover. It is also not known if the condition of the floor in breakroom contributed to the reported incident. We have had no other similar incidents reported to us this yr for this device and no corrective action is being taken. Due to the reported leave of absence from work, and in an abundance of caution, this medwatch is being filed.